Event description:
It was reported that a dissection occurred. The 85% stenosed target lesion was located in the left anterior descending artery. The lesion was pre dilated with a 2.50 x 12 mm non-compliant, non-boston scientific balloon before a 3.00 x 38 mm synergy was deployed at 11 atmospheres. Angiogram revealed a type a, flow limiting dissection at the distal part of the stent. A 2.50 x 16 mm synergy was then deployed overlapping the initial stent and covering the dissection. Thrombolysis in myocardial infarction (timi) flow of 3 was attained and the procedure was completed. The patient was safe post procedure.